Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 to 457 mg/dl. Customer had symptoms such as vomiting and diarrhea. Customer was using auto mode feature at the time of event. Customer stated that they change the set and noticed that the cannula was crimped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the missing information related to ICU and emergency room. The correct information has been provided with this report.

Event description:
It was reported that the customer was in emergency room and currently is in intensive care unit.